Event description:
It was reported that the product ran w/o user activation during testing. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on the motor, bearings, and press plug. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.